Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that a wire from the bottom of the pt's belt node was exposed and the belt was emitting adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, adjust belt or check belt messages) has been confirmed. Upon receipt the ECG-c to ECG-d cable was pulled from the strain relief at the distribution node. The root cause for the pulled cable was unable to be positively determined, but was likely physical abuse. In addition, the belt's trunk cable connector was damaged. The root cause for the damaged connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.